Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The results of the additional evaluation are as follows: the sprint was replaced and the article was sent back to customer.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6) regarding a holding and distraction instrument. It was reported that a spring fell out of the tool during sterilization. No additional information was provided.